Event description:
It was reported that during implant, the left ventricular lead dislodged and collapsed back into the atrium before the case was completed. It was placed again and appeared stable. Upon testing the day after implant, there was no capture. The ventricular lead was explanted and replaced. It was also reported that the atrial lead dislodged during the replacement of the ventricular lead. The atrial lead had fixation difficulty. It was placed repeatedly but would not remain attached and had poor sensing measurements. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed. The lead insulation was cut at 40.5 cm. With a scalpel to inject alcohol to remove the stylet from the distal coil. No anomalies were found. The proximal conductor was distorted and had blood/body fluid (not obstructed). There was blood in/on the helix/lobe mechanism including in/on the sleeve head. There was apparent explant damage. Evaluation summary for (B)(4). The full lead was returned and analyzed. No anomalies were found. The analyst noted all conductors had blood/body fluid (not obstructed).